Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00168. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, the leads were explanted and replaced. Effective therapy was restored post procedure.